Manufacturer narrative:
Occupation is lay user/patient. The customer's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago satellite analyzer and neoplastin reagent. At 9:00 a.m. The meter result was 5.4 inr and at 11:00 a.m. The laboratory result was 3.8 inr. The patient was originally advised to hold warfarin based on the meter, but when laboratory result came back the doctor told her to take her normal dose of the warfarin. The patient's therapeutic range is 2.0-3.0 inr and tests every two weeks. . The patient is currently fine.